Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: review of the black box data revealed no record of error, alarms or warnings related to a prime/motor issue. During the investigation, the pump was able to perform rewind, load and prime steps successfully without motor noise duplicated. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was found to be dim and discolored.